Event description:
Medics attempted to administer a shock to a person diagnosed in cardiac arrest. The defibrillator allegedly failed to charge. Use of the device was inhibited. The pt was not resuscitated.